Event description:
The customer reported to baxter (B)(4) a syringe adapter set that when the clamp is closed or graduated to regulate, it allows more flow that should do. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 1 of 4 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. If additional information or samples become available, a follow-up report will be submitted.